Manufacturer narrative:
(B)(4). Per info supplied by the customer, the product will not be returned. The catheter is inspected to confirm the correct type and size of tubing, overall length, and presence of black markers. Additionally, quality control (qc) confirms that the radiopaque strip is uniform. The product is shipped with instructions for use (IFU) which provides insertion instructions, warnings, and precautions. The IFU contains the following warning, "over insertion of the needle and/or dilators may result in serious harm to the pt." Additionally the IFU contains the following notes, "due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide, and dilators will vary from pt to pt." And "the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide." Per info supplied by the customer, "pt had already a pleural drainage but from another producer. Drainage had to be changed. The physician decided to place the new drainage from cook at the same place (same puncture site). The physician punctured with the echo tip needle trying to control the situation by medical ultrasonic. Unfortunately the physician could not see anything because of laterally emphysema of the pt. The physician punctured pulmonary vein." It is likely that the failure was due to placement technique or abnormal pt anatomy which led to over insertion of the device. The pt was aspirated bronchoscopically. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment (qera) no risk mitigating action is necessary at this time.

Event description:
A female pt who developed an anterior pneumothorax after heart surgery underwent a procedure sometime at the end of (B)(6) 2013. Doctor tried to apply product on access made by product from another company, because of this the pt was hurt. Pt had already a pleural drainage but from another producer. Drainage had to be changed. The physician decided to place the new drainage from cook at the same place (same puncture site). The physician punctured with the echo tip needle trying to control the situation by medical ultrasonic. Unfortunately, the physician could not see anything because of laterally emphysema of the pt. The physician punctured pulmonary vein. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.